Event description:
The customer contact reported the device alarmed with error code s233 (overtemperature) and had a noisy fan. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing as the user facility, the device had an abnormal noise from the fan and a s233 error code was noted in the device history. No add'l info was provided.

Manufacturer narrative:
The field service engineer performed testing adn investigation at the user facility. During testing, the device had an abnormal noise from the fan and a s233 (overtemperature) error code was noted in the device history. The probable cause of the error code s233 was due to the fan assembly not working properly. This report represents all the info known by the reporter upon query by hospira personnel.